Manufacturer narrative:
Per the good faith effort (gfe) response received 17nov2025, it was confirmed that the third-party maintenance personnel determined the issue was related to the hospital¿s oxygen pressure. No device malfunction was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen supply was too high. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).